Manufacturer narrative:
Analysis was unable to test for the prime test or the occlusion test due to a compromised force sensor alarm. The compromised force sensor alarmed during the basic occlusion test due to a loose and protruded drive support disk. The unit had cracked battery tube threads, a cracked reservoir tube lip, a minor scratched lcd window, and a broken belt clip slot. (B)(4)

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during the manual prime process. The customer stated that the drive support cap was sticking out. The customer's blood glucose level was unknown. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.